Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a synthes simplified universal nail for femur (sun) femur nail broke inside of the patients bone five months post operatively. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis PMA/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The nail was broken upon receipt. It was implanted on (B)(6) 2013 for the treatment of a femoral shaft fracture of the left lower extremity. According to the device report the breakage of the nail was found on the (B)(6) 2014. The revision surgery to remove the broken nail was performed on (B)(6) 2014, osteosynthesis by means of an implant from a different source. Based on the topography of the fracture surface, it can be concluded that the nail was subjected to low dynamic bending loads (two sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A nonunion of the patient's fracture was reported, for which the patient was revised to an implant from another company.